Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported visible smoke coming from the ID-now instrument when the test base holder overheated and melted. There was no visible spark or fire. There was no patient involved. The customer confirmed there was no injury or harm associated with the smoke.

Manufacturer narrative:
Additional information received: d9 - date returned to mfg, h4 investigation summary: upon receipt at abbott diagnostics scarborough, the instrument was evaluated. The rotor insulator was identified to have bubbles and cracks in the plastic, however the cause was linked to moisture present in the plastic resin during injection molding by the part supplier. There was no evidence of melting. The instrument was powered on and remained in an idle state for several minutes, but there was no smoke present. As a precaution, the instrument's safety would remove power to the heaters if temperatures rose above 100c; the device heaters were tested and recorded normal operating temperatures. The log files were reviewed there were no instances of overheating recorded. In conclusion, the customer¿s returned instrument was functioning properly when tested and there was no evidence of smoke. Abbott diagnostics scarborough and was unable to determine the exact root cause of the reported issue.h8.

Event description:
The customer reported visible smoke coming from the ID-now instrument when the test base holder overheated and melted. There was no visible spark or fire. There was no patient involved. The customer confirmed there was no injury or harm associated with the smoke.